Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed a charge time limit reached on (B)(6) 2021 on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. The patient condition was stable.

Manufacturer narrative:
The reported field event of long charge time was confirmed. Review of device data showed the device had a charge time out during capacitor maintenance. The high voltage capacitors were sent to the manufacturer for analysis, however the cause of the reported event was unable to be determined.